Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy: according to the reporter - the idrive handle had the reload in question loaded on it and it was placed into the chest for stapling. When the reload was articulated it made a cracking sound so he removed the reload and when it was looked at on the back table it wouldn't rotate back to its original plain -straighten - by holding both buttons. When the scrub touched the reload to try and remove it, it fell apart.